Event description:
It was reported that shaft break occurred. The patient underwent lower leg angiogram.. The target lesion was located in the lower leg vessel. A 2mm x20mm x142cm coyote¿ es balloon catheter was advanced for dilation. The balloon catheter was never inflated. However, during removal of the device, it was noted that part of the balloon broke and as the physician pulled the entire sheath and the wire out, the separated piece came out with it. The physician was able to retrieve everything and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Initial report sent to FDA corrected from ni to yes. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter with an unidentified guidewire. There was blood in the inflation lumen and guidewire lumen. The balloon was tightly folded. The distal tip was damaged. Microscopic examination revealed that the outer and inner shafts were separated. The outer shaft was separated 131cm from the strain relief. The inner shaft was pulled out of the hub and was separated. The proximal portion of the inner shaft was received stuck on the guidewire and the distal portion of the inner shaft was still in the distal outer shaft. The proximal inner shaft was stuck on the guidewire 3cm ¿ 86.5cm from the proximal end of the guidewire. The inner shaft was attempted to be removed from the guidewire; however, it was unsuccessful. The inner shaft was buckled and majority was stretched. The exact length of the inner shaft separation was not able to be measured, due to the inner shaft being stretched. The outer shaft had pulled/lifted material 4cm proximal of the outer separation. The separated ends appeared to be jagged and damaged, which indicates that the separation was due to tensile overload. Microscopic examination presented no damage or irregularities to the bonds of the device. Microscopic examination revealed that the proximal end of the balloon was bunched. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).